Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure. The exact procedure date was unknown. It was reported that all seven bands were deployed simultaneously rather than individually. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information (lot expiration and device manufacture dates). If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.